Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during peritoneal dialysis, dwell 3 of 5. The baxter technical service representative (tsr) asked if any bags had come undone and per the patient, a supply bag had fallen and disconnected from the disposable cassette. The patient was connected at the time of the alarm. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device had a 2240 (air in line) alarm, which is indicative of a potential malfunction of a disposable device. As the cassette was not returned, a device analysis cannot be completed. However, the patient reported that one of the supply bags had fallen and disconnected from the supply line. This issue is known to cause a 2240 alarm. Per baxter labeling, users are instructed that in order to prevent solution bags from falling and disconnecting, the bags should be placed on a flat, stable surface and never stacked on top of each other. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.